Event description:
It was reported that the catheter was disconnected from the pump and surgically revised. No symptoms were reported. The pump was used to deliver baclofen 10 ml. The patient status was satisfactory at the time of this report.